Manufacturer narrative:
Device had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. The battery tube was also corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to test for critical pump error or unexpected battery power loss anomaly due to blank display. Device had faded serial number label, cracked case at corner of the belt clip rail, cracked battery tube threads, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm and insulin pump stopped working. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that he able to saw open book image with question mark and arrow with red x on screen. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.